Event description:
Dual channel tubing for MFR's pump. The nurse said pump was running backward. Blood was filling up the tubing. Called MFR and they said to change tubing. The nurse did, and pump is working correctly.